Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694765 implantable tachy lead (B)(6) 2010; 5076-58 implantable pacing lead (B)(6) 2010; 419688 implantable pacing lead (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that a little over a year after implant, dehiscence in medial area of the incision was noted with top view on the device. The patient had symptoms of fever and chills and was placed on antibiotics. The implantable cardiac defibrillator (ICD) was explanted and replaced. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.